Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the trigger of the handpiece device did not move smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the handpiece device, it was determined that the trigger of the device did not move smoothly. It was noted that the equipment was locked due to its bearing and sealing rings damaged by faults in the cleaning and lubrication processes. It was further determined that the device failed pretest for check response of on/off trigger, check of free moving, check proper function of the triggers, check for leakage. It was noted in the service order that the equipment did not start the engine when the button was pressed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: upon further investigation of the device evaluation, it was determined that the device's bearings were seized and corroded. If additional information should become available, a supplemental medwatch will be submitted accordingly.